Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the primary packaging compromised? (Any holes or tear) any photos for visual analysis? What do you mean by the suture was already get starts absorption? Please clarify to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021. Before use on patient, it was reported that the suture was already get starts absorption. No adverse patient consequences were reported. Additional information was requested.